Event description:
Customer called in to report that the insulin pump has unresponsive buttons. The customer changed the battery and that is when the button anomaly occurred. Blood glucose reading at the time was 300 mg/dl. The customer stated that he will treat with manual injection. The insulin pump had been dropped on the carpet. Advised that the insulin pump will be replaced.

Manufacturer narrative:
Buttons responded properly. No moisture damage on button keypad trace. The insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.